Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2lzle implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2lzle, ubd: 03-mar-2024, UDI#: (B)(4) b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they had a previous stimulator and went with a rechargeable device because they didn't like the kind that could go dead and their implant had to be replaced because one of the leads came loose. Pt said it's been a year and they finally found a surgeon to replace it. Patient (pt) asked agent to call pt later and ended the call.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2lzle, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they had a previous stimulator and went with a rechargeable device because they didn't like the kind that could go dead and their implant had to be replaced because one of the leads came loose. Pt said it's been a year and they finally found a surgeon to replace it. Patient (pt) asked agent to call pt later and ended the call.